Event description:
The patient had an acute onset of significant symptoms on his left side with the hospital score of 24. Angiography was done revealing underdeveloped right aca with no anterior communicating artery present. The left side angiogram showed mid m1 occlusion. Due to the tortuosity in the ica and redundancy/minor kinking in that vessel at the junction of the vertical and horizontal petrous segments, the physician did not want to place the merci 8f balloon guide catheter (bgc) too distal into the ica. The physician performed 2 clot retrieval attempts with the 8f bgc very proximal. Decent results were achieved with timi 2 flow but tortuosity in the mca would not allow good clot retention. The physician attempted a third pass with a new retriever and the distal access catheter. The clot was pulled with excellent retention but the system moved distally around the terminus on the way out. An angiogram from the bgc showed no flow from above the petrousal segment due to bgc migration distally and a major dissection in the area of the ica. The vessel was crossed with a wire and a merci microcatheter 18l, then the dissection was stented. Post stent angio showed excellent result in the mca with timi 3 flow but with a minor filling defect out in the l aca around m2. Several hours after the intervention was complete, the patient had improved significantly from the effects of the l mca stroke but did still have effects from the aca circulation stroke.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for 8f balloon guide catheter devices that were shipped to the site, lot numbers 32944, 32958, 32968, 33060, 33069, 33082, 33108, 33115, and 33127, were reviewed and no anomalies were found that are related to this complaint. The current device instructions for use (IFU) lists vessel dissection and perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.